Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. It was noted that there was no damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/04/2015 with the following findings: a review of the pump¿s black box history showed evidence of excessive battery usage and multiple battery alarms. During testing, the pump¿s electrical current draws were found to be out of the required specifications. The pump case was removed and no evidence of moisture or loose components was found inside the pump. Investigation revealed that two components on the printed circuit board were defective causing high current draws and excessive battery usage.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.